Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. The patient is pacemaker dependant. On (B)(6) 2013, he had an asystole of about 50 seconds. As a result, the patient collapsed. There was an inhibition which was caused by noise on the rv lead channel. Today during the rv revision, it was clear that the lead was not enough through the header. Pulling did not released the lead out of the header, but there was no pin visible through the header. They unscrewed the lead and pushed it further through the header and re-screwed it and that solved the problem. Before the procedure, pocket manipulation gives noise and pacing inhibition. After the procedure no noise was seen by pocket and/or device manipulation. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).